Manufacturer narrative:
This report is being submitted as follow-up no. 1 to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. The inspection of the returned sample found the device to be of normal product; therefore, it is not a reportable event. One tr band and inflator were returned for evaluation. The sample was subject to visual analysis. No visible damage was noted on the band or inflator. 2ml of air was left in the balloons. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and the band was submerged in a water bath for approximately 30 seconds. No air bubbles were observed from the band or balloon assembly. The sample was subject to additional leak testing. Approximately 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours the air was removed from the band and 15ml of air was left in the balloon assembly. The sample passed manual leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction no foreign matter or damage was observed from the check valve. The complaint cannot be confirmed for air leakage issues because the sample passed all leak testing, and no damage or foreign matter was found in the check valve. The exact root cause could not be determined. It is unlikely the reported issue is a manufacturing issue. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: age & date of birth: requested, not provided, a3: patient sex: requested, not provided, a4: weight: requested, not provided, a5: ethnicity: requested, not provided, a6: race: requested, not provided. D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted. E3: occupation: x ray tech. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device has not been received yet for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 1 device was applied as usual by the tech in lab. Eleven (11) ml's of air was left in band to maintain hemostasis. Titration protocol followed for pci procedure. (Therapeutically heparinized) the recovery nurse reported back to cath lab that the titration procedure was completed with six (6) ml's of air was removed versus eleven (11) ml's of air. There was no bleeding or hematoma complication reported for this patient. Patient recovered and was discharged without complication or additional intervention needed due to tr band discrepancy. The patient condition was stable, recovered and was discharged home. The outcome of the procedure was as desired. There were no complications reported. The event occurred post-treatment. The patient was not injured during the event and medical or surgical intervention was not required.